Event description:
Report received from the (B)(6) stating that the device was reporting an e6 error message that occurred during surgery. No injuries were reported to have occurred during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of event is unk. There is no additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and the air cooling pump immediately began to run as soon as the motor was connected to the console. The motor would not rotate, and the flex circuit/thermistor was damaged. It was determined that the unit had likely been immersed or possible cleaned in a washer/sanitizer, causing internal damage to the motor. This condition is indicative of improper cleaning of the equipment. If additional information becomes available a supplemental report will be submitted. (B)(4).